Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause was determined to be use error.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of non-compliance and peritonitis in a patient coincident with dianeal (unknown). On (B)(6) 2010, the patient began treatment with dianeal (unknown) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis, manifested by cloudy effluent, and was hospitalized that same day. Treatment included unspecified antibiotics. The cause of the peritonitis was non-compliance. The outcome of the peritonitis was reported as ongoing and improved. The outcome for non-compliance was not reported. Dianeal therapy continued. Concomitant medications were not reported. The nurse considered the event of peritonitis to be unrelated to dianeal. Causality for non-compliance was not reported.